Event description:
"Pt undergoing rotablation of native lma and lad. Used a 1.25 mm burr without incident. After using 1.50 mm burr, noted leak inside of catheter upon removal. (Stream of rotablator cocktail exiting from side of catheter). Vessel stented successfully and pt transported to unit without complications".